Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received stating that the charging excellent but showing rm03 code. Patient called manufacturing rep resentative and sent a new device. After receiving the product it was working great.

Event description:
It was reported that while charging the implantable neurostimulator, a repeated "system problem rm05" message appeared. The implant was able to charge but then shut off, and at times charged to 100%, while at other times it did not. This issue persisted for at least three weeks. Multiple personal therapy manager resets were attempted without resolving the issue. The controller and recharger were confirmed to have no visible damage. Additional troubleshooting included resetting the controller, plugging the controller into a wall outlet for several minutes, blowing air into the controller charging port, and wiping the recharger pins. The controller battery was confirmed at 100% and the implant at 60%, with recharging noted as excellent for about a minute before the error message reappeared. The recharger was replaced due to the unresolved charging issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.